Manufacturer narrative:
The esu the as returned and thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications (note: a review of the chronological log, revealed that the maximum on-time duty cycle had been exceeded on the day of the surgery.). In addition, no anomalies were found in the device history record (DHR) for the device. In conclusion, no erbe equipment problem was found that would have caused or attributed to the event. There are several possible causes for the inadvertent thermal damage to the patient's prepyloric area of the stomach. Parts of the damaged heated hook instrument unintendedly came in contact with the stomach and caused the necrosis. Other possibilities involve the transfer of electrical energy via contact or capacitive coupling with other instruments used in the procedure to the involved stomach tissue which resulted in the necrosis. Nonetheless, no conclusive determination could be made as to the cause of the incident. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that an electrosurgical unit (esu/generator) was used in a laparoscopic cholecystectomy. The esu was used with a monopolar hook with shaft (model gk370p, manufactured by the aesculap company). The generator's settings were auto cut, effect 3, 60 watts and forced coag, effect 3, 60 watts. During the procedure parts of the monopolar hook with shaft melted together. Then a necrosis of approximately two (2) cm² was discovered in the stomach at the prepyloric antrum. The damaged tissue was sutured. Note: the unit was distributed by our parent company, (B)(4), to a hospital in (B)(6).